Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, discomfort, urinary problems, and dyspareunia.